Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pain") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("deep dyspareunia"), allergy to metals ("allergic to nickel"), depressed mood ("sad mood"), libido decreased ("libido decreased"), the first episode of hypoaesthesia ("membrane numbness sensation"), pruritus ("pruritic episodes on trunk"), alopecia ("significant alopecia"), asthenia ("asthenia that was increasing") and the second episode of hypoaesthesia ("lower limbs numbness"). The patient was treated with surgery (bilateral uterine horn resection to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and the last episode of hypoaesthesia had resolved, the dyspareunia, allergy to metals, libido decreased, pruritus, alopecia and asthenia outcome was unknown and the depressed mood was resolving. The reporter considered alopecia, asthenia, depressed mood, libido decreased, pruritus, the first episode of hypoaesthesia and the second episode of hypoaesthesia to be unrelated to essure. The reporter considered allergy to metals, dyspareunia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the patient underwent bilateral uterine horn resection to remove essure. Reporter type and patient information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pain") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("deep dyspareunia"), allergy to metals ("allergic to nickel"), depressed mood ("sad mood"), libido decreased ("libido decreased"), the first episode of hypoaesthesia ("membrane numbness sensation"), pruritus ("pruritic episodes on trunk"), alopecia ("significant alopecia"), asthenia ("asthenia that was increasing") and the second episode of hypoaesthesia ("lower limbs numbness"). The patient was treated with surgery (bilateral uterine horn resection to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and the last episode of hypoaesthesia had resolved, the dyspareunia, allergy to metals, libido decreased, pruritus, alopecia and asthenia outcome was unknown and the depressed mood was resolving. The reporter considered alopecia, asthenia, depressed mood, libido decreased, pruritus, the first episode of hypoaesthesia and the second episode of hypoaesthesia to be unrelated to essure. The reporter considered allergy to metals, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("deep dyspareunia"), allergy to metals ("allergic to nickel"), depressed mood ("sad mood"), libido decreased ("libido decreased"), the first episode of hypoaesthesia ("membrane numbness sensation"), pruritus ("pruritic episodes on trunk"), alopecia ("significant alopecia"), asthenia ("asthenia that was increasing") and the second episode of hypoaesthesia ("lower limbs numbness"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and the last episode of hypoaesthesia had resolved, the dyspareunia, allergy to metals, libido decreased, pruritus, alopecia and asthenia outcome was unknown and the depressed mood was resolving. The reporter considered alopecia, asthenia, depressed mood, libido decreased, pruritus, the first episode of hypoaesthesia and the second episode of hypoaesthesia to be unrelated to essure. The reporter considered allergy to metals, dyspareunia and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.